Event description:
Following a femoral angiogram, an angio-seal device was deployed in the pt's left femoral artery. The collagen went into the vessel and pulses diministed on the left side. An angioplasty was performed immediately which brought posterior tibial pulses back to 1+. Pedal pulses were audible with doppler. The pt is reportedly doing well.